Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the humidifier is burning. The patient also states about the burnt plastic smell. There was no report of patient harm or injury. The device has yet to be received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the humidifier is burning. The patient also states about the burnt plastic smell. There was no report of patient harm or injury. There was no medical intervention reported. The device has not yet been returned to the manufacturer for evaluation. Based on the information available, there is no evidence indicating a reportable malfunction occurred. An MDR is not required for this complaint.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the humidifier is burning. The patient also states about the burnt plastic smell. There was no report of patient harm or injury. During investigation the manufacturer observed a dust-like contaminant on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the iso port, blower, and blower box. What appeared to be keratin-like substance was observed on the outlet of the blower box. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufactured was not able to confirm the complaint, or address the symptoms specified. Scrapped.